Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the air/water tube, air/water cylinder, and the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing and it was found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the presence of white foreign material in the air/water channel, air water cylinder and light guide lens is possibly due to insufficient reprocessing; however, it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. Therefore, a definitive root cause could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.